Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported by the surgeon that a small inaccuracy in laser catheter placement occurred.

Manufacturer narrative:
It was reported that there was an inaccuracy in laser catheter placement. Event summary, device history record review and complaint history review did not identify contributing factors. The patient head fixation, registration, registration verification and fusion steps were found conforming. The inaccurate placement of the electrode at the entrance hole was confirmed. It is due to the hole drilling which was made more than 4mm away from the planned entry point. The cause for the inaccurate drilling cannot be confirmed. Moreover, the laser catheter was placed tilted and that can be explained by the assumed discrepancy between the anchor bolt and the hole diameters. A preventive maintenance was performed after the subject event and the device was found conforming.